Event description:
It was reported that the patient's lead dislodged causing no capture and no sensing. It was further reported that the patient experienced fatigue. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.